Event description:
It was reported that the patient's right ventricular (rv) lead exhibited an auto polarity switch due to low impedance. There was suspected insulation issues. The rv lead was capped and replaced on the opposite side due to an occluded left subclavian vein. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted: (B)(6) 2014. (B)(4).